Event description:
Per repair request, patient services (pss) called patient (pt)back to ask to return ac power supply back for analysis. Pt said there was nothing left from it. Pt scooped it up and threw it outside because it was completely melted. It burnt pt's mattress. Pt was worried about burning their house and threw it outside where the power supply finished burning itself and there was nothing left.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported about a week ago the power supply adapter / transformer box cord start smoking/melting (almost caught fire). Pt denied any other damage. However, pt indicated their controller (ptm) li battery pack (bp) <(>&<)> neurostimulator battery (ins) were both depleted now due to not being able to recharge bp. An email was sent to repair to replace the intellis ac power supply. Call back number provided was added to secure note. Patient services (pss) consulted with repair regarding power supply and was advised to also replace intellis controller (ptm) <(>&<)> battery pack. Pss made several outbound calls regarding the return of ptm <(>&<)> bp for an analysis. Pt did not answer calls/ left voice message requesting a callback. Rep from sunmed called pss to warm transfer the pt to pss, however the pt had disconnected before the transfer was completed so pss was unable to speak with the pt. Rep said that thept needed to order a new charging co rd. Pss attempted to call the pt, however pss got the pt's voicemail so pss left a message for the pt.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# unknown implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, ubd: , UDI#: b3: event date is month and year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.